Event description:
It was reported after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. Although the size of the pneumothorax is unknown, a chest tube was placed. The surgeon believes that they may have punctured the lung while using an unspecified non-isi brush to place 3rd party fiducial markers. The surgeon does not believe that the ion product caused or contributed to the pneumothorax. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. The system logs were reviewed by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae) for the event date of 09-jul-2020. The investigation revealed that there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported incident. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. Although the size of the pneumothorax is unknown, a chest tube was placed. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.